Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is getting error code "1122" blower temperature high. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay to therapy was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states that the device was turned over to the biomedical engineer with error code 1122. The customer confirmed it was removed from service with no issues with the patient. The rse informed the customer the troubleshooting steps per manufacturer recommendation within the service manual. The customer indicated that the filters will be replaced, test the device, and call back if further assistance is needed. The customer was advised that if the issue happens again, the blower assembly will need to be replaced.

Manufacturer narrative:
Per good faith effort (gfe) response received, the customer confirmed that the cooling fan and the air inlet filters were replaced with no other parts replaced. Per the v60 device user manual, the cooling fan and air inlet filters should be inspected and replaced if needed monthly. The device passed the required performance verification tests per philips standards and was returned to service.